Event description:
It was reported that an unspecified number of bd alaris¿ pump module smartsite¿ low sorbing infusion sets experienced blood backflow during infusion. The following information was provided by the initial reporter: there are around 3-6 occurrences on a daily basis of secondary lines dripping into the primary infusion (backflow). Usually two hangers are used to lower the secondary infusion, but now three or four are being used, but the issue keeps occurring. The infusion pumps involved in the events are checked by the hospital's biomedical engineering team and found that this issue is not related to the pumps. The issue is seen mostly with filtered lines and low sorbing sets.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd alaris¿ pump module smartsite¿ low sorbing infusion sets experienced blood backflow during infusion. The following information was provided by the initial reporter: there are around 3-6 occurrences on a daily basis of secondary lines dripping into the primary infusion (backflow). Usually two hangers are used to lower the secondary infusion, but now three or four are being used, but the issue keeps occurring. The infusion pumps involved in the events are checked by the hospital's biomedical engineering team and found that this issue is not related to the pumps. The issue is seen mostly with filtered lines and low sorbing sets.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint secondary lines dripping into the primary infusion could not be verified due to the product not being returned for failure investigation. A device history record review for model 11532269 lot number 22035914 was performed. The search showed that a total of 11523 units in 1 lot number was built on 23mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.